Event description:
The customer complained of a questionable inr result for 1 patient tested on a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.3 inr and the laboratory result was 2.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The laboratory result of 2.4 inr was deemed to be correct. There was no allegation of an adverse event. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is not on heparin, has not been ill or on any new medications, their coumadin dosage has not been changed, no changes in diet, and no symptoms or signs of bleeding or bruising. The customer's meter and test strip have been requested for return. Replacement products have been sent. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 0%.